Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a colorectal procedure, the stapler was not able to fire, the surgeon was not able to press the green button and squeeze the handle. They used another device to resolve the issue. There was no patient involvement.